Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 7 months and 6 charging cycles were recorded to the devices memory. The memory content of the device was inspected. The analysis revealed a documented left ventricular lead impedance of > 3000 ohm, confirming the clinical observation. Besides that, the memory content showed no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the measured impedances were normal and as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction.

Event description:
This device was explanted due to high lv lead impedances through device, then normal through psa after multiple attempts. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.